Manufacturer narrative:
(B)(4). The increased intraperitoneal volume (iipv) was confirmed in the logs, but not duplicated during baxter's product analysis lab (pal) evaluation. External & internal visual inspections revealed no problems. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The device functioned normally during pal testing. The cause of the iipv was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during cycle 5, drain volume 3398ml. This event meets overfill criteria. Product surveillance left a detailed voicemail message for the patients nurse relaying the iipv's found during evaluation of the home choice device.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.